Manufacturer narrative:
694765 lead implanted: (B)(6) 2007.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.